Manufacturer narrative:
The recipient was reportedly prescribed clindamycin and tazobactam on (B)(6) 2016 for one month. On (B)(6) 2016, the recipient's abscess was also drained. The recipient was hospitalized from (B)(6) 2016. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced otomastoiditis with a subcutaneous abscess at the implant site. The recipient's abscess was drained. The recipient is completely healed and doing well.